Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead triggered a lead integrity alert (lia) due to oversensing with non-sustained ventricular tachycardia (ns-vt), high rate non-sustained (hr-ns), and sensing integrity counter (sic) episodes. The patient was admitted to the emergency room (ER). The lead was suspect of a fracture. The lead was capped and a new lead was implanted.

Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2013; dtba1d1 ICD, implanted: (B)(6) 2016. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has low lead impedance and oversensing of noise. Pocket manipulation and physical maneuvers were employed to replicate the low impedance and oversensing but to no avail. The lead remains in use. No patient complications have been reported as a result of this event.